Manufacturer narrative:
Approximate age of device: 44 days. Device evaluation: a direct correlation between the device and the reported bleeding could not be determined. The patient remains ongoing on vad support. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had several episodes of gi bleeding. Specific information regarding the amount and dates of the bleeding was not provided; though it was reported that on (B)(6) 2014 was the last time the patient was given a blood transfusion and the patient has had no bleeding since (B)(6) 2015. The patient was taken off coumadin and is currently on aspirin 81 mg. The patient has had no further bleeding issues since the medication change. No additional information was provided.